Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring= black. Case type =ngp. Customer return device for alleged critical pump error (open book image) and exposed to moisture was found on september 08, 2022. Device was received with detached end cap and partial display. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test due to detached end cap. Unit passed the active current measurement and sleep current measurement test. Unit failed to pass the self test due to partial display and pump error 63. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 4 occurred on september 08, 2022 05:51 pm on event date in history files. Pump error 63 variable (03) esf# na, line#367 file#37 in history file. Unit was cut open to perform visual inspection and found evidence of moisture damage in electronic stack, motor, and force sensor. Unable to perform force sensor test due to moisture damage. The following were noted during visual inspection: scratched case , cracked case, battery tube threads cracked, cracked keypad overlay, detached end cap, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails , cracked case (battery tube), serial number label missing, cracked retainer, cracked glass, bleeding, corroded home switch. Critical pump error is not confirmed. Exposed to moisture is confirmed at electronic stack and force sensor. Partial display is confirmed due to cracked glass of lcd. Pump error 63 is confirmed due to cracked soldered joint u1 pin (01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.